Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doctor was removing plate # 627606 from patient. She had a non union and another femur fracture removal of 6 proximal screws went well, but three remaining screws seem to have been cold welded. Four screwdrivers/ blades broke when removing the screws, one of which remains in the plate.

Manufacturer narrative:
The reported event that a screwdriver axsos t20 5.0mm locking set was alleged of breakage could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following. The tip of the screwdriver does not show breakage. It is slightly rounded off very likely because of several uses, but still functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that while doctor was removing plate (B)(6) from patient. She had a non union and another femur fracture removal of 6 proximal screws went well, but three remaining screws seem to have been cold welded. Four screwdrivers/ blades broke when removing the screws, one of which remains in the plate.